Event description:
It was reported that during the implant procedure, the doctor repositioned the lead, every time the impedance was superior to 2400 ohms. Due to screwing and unscrewing it, this one at the end didn't work. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead 4076 with device (B) (4) was not returned for review analysis. No patient complications have been reported as a result of this event.